Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, noise was observed on all channels of the pulse generator of an asymptomatic patient. The noise could not be reproduced. The source of the noise appeared to be electromagnetic interference. No changes were made and the patient would be monitored.